Event description:
The customer reported to maquet that the rubber seal on the periphery of the cupola crumbled and that small pieces fell on the operating table during surgery (not in the wound area). No injuries were reported, the operation of the light was not affected. (B)(4).

Manufacturer narrative:
Maquet sent a new rubber seal to the hosp biomedical engineering department as they will be conducting the cupola repair. Maquet has instructed the hosp to return the removed seal for eval after the repair is complete. This investigation is on-going and the results will be included in a f/u report. The last preventive maintenance on this device was done in (B)(4) 2012 by a maquet technician. No issue were reported at this time. Exemption #(B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.